Event description:
Chair user alleges that attendant "put her in chair and started up the stairs. They were at about the third step, the back right side of the chair broke. Chair swerved and they fell down steps.

Manufacturer narrative:
Breakage is due to improper use of chair, lifting the chair and end user up steps.